Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited oversensing of noise on the right ventricular channel, resulting in pacing inhibition. The patient was experiencing pause episodes due to the pacing inhibition. It was suspected that the patient's left ventricular assistance device may have caused the issue. Programming changes were made. The patient was stable.